Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. (B)(4).

Event description:
It was reported that this right atrial (ra) lead exhibited undersensing and loss of capture (loc) due to dislodgement. A review of the implant x-rays noted that there was not enough slack on the lead which likely contributed to the dislodgement. The lead was explanted and replaced without incident. The explanted lead will not be returned as it was discarded. Besides surgical intervention, no adverse patient effects were reported.